Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device received an alert for high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right atrial (ra) channel. Technical services (ts) reviewed the latitude data and stated that ra trend data showed a variable impedance and out of range intrinsic amplitudes. Upon review of the arrhythmia logbook episodes, there was oversensing and noise seen on the ra lead. The right ventricular (rv) lead impedances were high, however within the normal range. The rv intrinsic amplitudes were ranging around 2.7-18.6mv. Rv shock impedances were stable and in range. Ts recommended to perform x-ray imaging and to perform further evaluation on both ra and rv leads. This device remains in service. No adverse patient effects were reported.